Manufacturer narrative:
The treatment tip was not returned for eval. No further information is available about this event.

Event description:
On (B) (6) 2009, solta was notified of an event where a pt had received burns to the tops of her hands during a fraxel treatment after a treatment on (B) (6) 2009. The treatment settings were 10mj at 40% coverage. No errors were reported during treatment and the treatment tip was discarded after treatment. On (B) (6) 2009, a follow-up call was made. The pt stated that she was taking antibiotics (keflex) and keeping her hands dry. The pt reported that her hands were healing. On (B) (6) 2009, the pt reported that her hands were healing and had no open lesions, but left hand was still slightly swollen and discolored, and her right hand was back to normal with only a few discolored areas. She used silvadene ointment for a few days to help with healing and had just finished her course of oral antibiotics (keflex). Pt relayed that she would email photos, however, no photos were received from the pt. On (B) (6) 2010, follow-up, the pt stated that she had residual scarring and discoloration to both hands. Date of reportability determined on 3/29/2010, upon confirmation of scarring to tops of hands.